Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. The device was visually examined and the complaint was confirmed. A review of the device history record did not reveal any exception documents. A review of the complaint data base found no similar complaints for this lot number. The device was kinked diagonally. It is unk if the pt had a tortuous anatomy that may have contributed to the catheter kinking. Root cause could not be determined. Method: device history record was reviewed, complaint data base was reviewed. Results: inconclusive.

Event description:
The complainant reported that the catheter kinked during manipulation into the ostium of the right coronary artery for a ptca procedure. No harm or injury to the pt was reported.